Event description:
It was reported that an implantable neurostimulator (ins) was removed. It was unclear why the ins was removed. The reporter stated that the device lead was frayed, but was unsure if it was removed. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v815657, implanted: 2011-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).